Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the intensive care unit (ICU) the intra-aortic balloon (iab) was prepped and inserted via a sheath and into the patient's femoral artery. The difficulty was encountered when "to connect the (non-arrow) console, it said: error to inflate." The iab was removed and not replaced. According to the supervisor in the ICU "the patient was managed with medication rather than another console." There was a reported interruption / delay in counterpulsation; however , no reported harm caused to the patient. There was no reported patient death, injury or complications. Additional information received on 04 dec 2015 stated that the user did not have the proper connectors for the pump and the arrow iab to work together.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr rediguard iab upon return, the iab hemostasis cuff was connected to the cathgard. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A kink was noted on the central lumen at approximately 26.3cm from the iab distal tip. On the central lumen, bends were noted at approximately 67cm and 71.5cm from the iab distal tip. On the outer lumen, bends / damage was noted at approximately 63.2cm, 65cm, 67cm, 71.5cm, 73.5cm and 75cm from the iab distal tip. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. No holes or leaks were detected. Full inflation was achieved. The unit passed leak test. A lab-inventory 0.025 inch spring wire guide (swg) was back loaded through the iab distal tip. See other remarks section for continuation. Other remarks: resistance was noted at approximately 26.3cm, 55cm, 63.9cm, 72cm and 75.8cm from the iab distal tip. No blood or debris was noted. The swg was front loaded through the iab luer. Resistance was noted at approximately 9.1cm, 12.8cm, 17.5cm and 58.3cm from the iab luer. No blood or debris was noted. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iab was connected to an intra-aortic balloon pump (iabp) with lab-inventory driveline tubing. The iab was inserted into the "t" tube and 100mmhg backpressure was applied. The iab was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the iab would not fully inflate is not confirmed. The iab passed functional testing; however, damage was noted to the outer lumen which may have potentially caused an error with proper balloon inflation at the time of the procedure. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the intensive care unit (ICU) the intra-aortic balloon (iab) was prepped and inserted via a sheath and into the patient's femoral artery. The difficulty was encountered when "to connect the (non-arrow) console, it said: error to inflate." The iab was removed and not replaced. According to the supervisor in the ICU "the patient was managed with medication rather than another console." There was a reported interruption / delay in counterpulsation; however, no reported harm caused to the patient. There was no reported patient death, injury or complications. Additional information received on 04dec2015 stated that the user did not have the proper connectors for the pump and the arrow iab to work together.